Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) and a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that after the patients last implant her medication dose was cut in half. Patient reported she ended up in the hospital and was sent to a nursing home. Patient stated she was in so much pain she didn't know what to do with herself. Patient reported that she got her meds back to the dose she liked in (B)(6) 2016. No interventions were mentioned. The situation was said to be currently resolved. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.